Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg+b) on a cobas e 411 analyzer (disk system). The initial result was < 0.100 miu/ml with a data flag. This result was questioned by the doctor. The repeat result was >10000 miu/ml with a data flag. This result was believed to be correct.

Manufacturer narrative:
No relevant instrument alarms occurred. The field service engineer (fse) did not identify any instrument issues. The event was consistent with a preanalytical handling issue; however, based on the information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.